Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cabinet was down; the screen remained off, but the cabinet lights were on. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet was down. A technical support specialist (tss) walked the customer through troubleshooting steps, but the issue persisted. A field service engineer (fse) had opened the electronic drawer area and observed lights on the communication sled (comm sled). The station was rebooted with no change observed. The fse inspected the power connections and reseated the power cable at the docking board. After reseating the docking board power cable, the station powered up normally. The station was verified to boot successfully after power restoration to resolve the issue. The customer then completed a workflow to confirm normal operation, and no power interruptions were observed during testing. The system functioned as intended after the field service engineer troubleshot the device.